Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced an infection and the spouse alleges the infection is due to the device. The patient subsequently passed away approximately three weeks post implant of the implantable pulse generator (ipg) system. No further information could be obtained through follow-up investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.